Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 107 mg/dl. Customer reported that battery cap and battery compartment was not missing, damaged or corroded. Customer states that battery would be changed the next day. Customer was advised to monitor blood glucose.